Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury due to malfunction related complaints for product is approximately .28/million sets.

Event description:
Overdelivery reported. The pump was set to deliver dopamine 800 mg/250ml at 11ml/hr. A nurse reported that 250ml bag "emptied too soon" the biomedical engineer recalls she indicated the bag was on either line c or d, and it emptied over approx 4-6hrs, but he was not certain. The pump performed accurately during his testing procedures and no problems were found. The risk manager states she did not receive an incident report for this event, but if info becomes available she will inform co. No pt harm occurred. No add'l info available.